Manufacturer narrative:
The device has not been returned to the manufacturer so we are unable to complete an evaluation. If provided we will send a supplemental report with our additional findings.complaint record ID (B)(4).

Event description:
It was reported that, while using sensation 7fr. 40cc intra-aortic balloon pump (iabp), the patient's electrocardiogram (ECG) was pacing abnormalities and unable to perform pacing; simultaneously, due to the fiber optic failure, the iabp could not provide normal counterpulsation. No harm or injury to the patient was reported.

Manufacturer narrative:
Due to character limit: e1 (event site name) (B)(6) hospital (B)(6), (telephone) (B)(6). Updated fields:b4,,d4(version or model,exp. Date, UDI),d9,e1(initial reporter)e3,g3,g6,h2,h3,h4,h6(type of investigation, investigation findings, component), h11 the hospital contacted an engineer after a problem was discovered during iabp therapy when the fiber optic balloon malfunctioned preventing proper pump function. The device was shut down and therapy continued using a replacement balloon with no patient injuries reported. It remains unclear whether the issue was related to the balloon or the machine and no third party engineers were involved. The fault was not fully resolved although the replacement fiber optic balloon functioned normally. The patient had the iabp placed at the bedside and experienced a fiber optic failure overnight along with ECG pacing abnormalities which prevented effective counterpulsation. The fiber optic sensor failure resulted in loss of pressure waveform alarms and inability of the pump to detect the sensor signal due to possible kink break or connector issue.

Event description:
N/a

Manufacturer narrative:
Updated fields: b4, g3, g6, h2, h11 corrected fields: d4 (lot and UDI), h6 (investigation findings and investigation conclusions).